Event description:
A customer contacted stryker to report that their device did not turn on when the lid was opened. Furthermore, during evaluation, it was found the magnet was missing from the lid. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. It was also observed that the magnet was missing from the lid. The lid was replaced under warranty to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.